Manufacturer narrative:
Device return: two (2) used cl3950 8" microclave chemolock port ext. Sets. Visual analysis (pre and post decontamination) of the as-received used cl3950 devices recorded leakage during decontamination flushing originating from the cl3950 port/y-connector connection. Qe testing and analysis: the two cl3950 devices were hydrostatically pressure leak tested per the applicable product specifications. The results recorded both devices leaked, failed acceptance criteria. The qe report recorded channel leakage at the hard to hard bond between the cl3950 device sets y-adapter and the male luer components. The root cause(s) were attributable to the mfg/manual bonding process. The involved operation and quality assurance personnel have reviewed the information, participated in the investigation, developed and as applicable performed/implemented the corrective actions associated with this incident. Assembly and inspection procedures and methods were reviewed to determine whether additional instructions, methods and techniques could be identified and implemented to reduce the likelihood of this type of non-conformance. Comprehensive, detailed training and re-training sessions were conducted with all involved assembly and inspection personnel to emphasize the importance of thoroughly following procedural instructions. Findings: the reported product problem was confirmed. The investigation findings were unable to identify a specific cause other than human error/oversight. ICU medical continues to monitor and trend these types of reports.

Event description:
Int'l. ((B)(6)) complaint received reporting leakage issues with use of cl3950 8" microclave chemolock port ext. Sets. The initial information received reports "..nurse administering chemotherapy noted that chemotherapy was leaking from the extension set during administration, below the blue connector port. The spill was minimal and caused no harm to patient.". It was also reported that "..this was the second incident - the first one occurred (B)(6) but was not reported .. Don't know the lot number of this sample....". There were no reported patient or operator adverse consequences and or unprotected chemo exposures. This is the mfrs. Follow up report to provide additional information and device return investigation findings.

Manufacturer narrative:
Pending device return.

Event description:
Int'l. ((B)(6)) complaint received reporting leakage issues with use of cl3950 8" microclave chemolock port ext. Sets. The initial information received reports "..nurse administering chemotherapy noted that chemotherapy was leaking from the extension set during administration, below the blue connector port. The spill was minimal and caused no harm to patient.". It was also reported that "..this was the second incident - the first one occurred (B)(6)but was not reported .. Don't know the lot number of this sample....". There were no reported patient or operator adverse consequences and or unprotected chemo exposures.